Event description:
A physician reported that cutting action became intermittent, while the aspiration was functioning during the vitrectomy surgery. The surgery was completed after replacing with the vitreotome. There was no information about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).